Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was loose, and the pump was unable to charge without the usb cable being maneuvered in the usb port at a certain angle. The customer's blood glucose level was 129 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.